Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, far field r-wave oversensing was noted on a stored egm. Recommended programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.